Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation.

Event description:
Lap chole - "large gall stone broke through bottom seam while trying to retrieve the specimen. Two bags broke (same lot#)." Patient status - good.